Event description:
Customer reported out of order/malfunction and pins missing, also an issue with forward oscillates. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was bent. This was attributed to faulty handling. Device was repaired and returned to the customer on (B)(4) 2013. Placeholder.